Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure performed in 2009. According to the complainant, the physician tried to perform the est using the autotome, but there was difficulty cutting the target site. Afterwards, the generator used during the procedure was checked but no issue was noted. The physician eventually managed to carry out the procedure using the same autotome. After the procedure, the autotome was checked and it was noted that there was a crack on the distal end of the device. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.